Manufacturer narrative:
The delivery accuracy test was performed to attempt to duplicate the reported issue of delivers too fast. The reported issue was not confirmed. The reported issue was not confirmed in history. The probable cause of the reported issue is a unknown. Device passes all pvt tests-no problem found.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not been received.

Event description:
The event involved a plum 360 on an unspecified date where a nurse noted that it was delivering insulin volume too fast. The pump was programmed for delivery of 0.5 units for over 1 hour but delivered 0.5 units within 47 minutes. There was patient involvement but no patient harm.